Event description:
A report was received from the USA indicating that the ventilator was inoperable. The device was not in use on a pt when the malfunction occurred. No additional info has been received.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device at the user facility. The graphics user interface printed circuit board (gui/pcb) was replaced by the customer and the cse installed revision ak software. The device then passed all calibration and manufacturing specifications. (B)(4).